Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that the device was used during a hemorrhoidectomy. The safety was released, but handle would not close and the device would not fire. The device was reopened, reclosed and the device fired. The staples were not fully formed and a tear in the mucosa was noticed. The entire staple line was sutured and the case was completed. There was no adverse consequence to the patient. The account will not release the device for evaluation.